Manufacturer narrative:
Three (3) good faith effort (gfe) attempts were made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. Therefore, the customer complaint will be closed. If additional information is provided at a later date, we will re-open this complaint and update accordingly.

Event description:
The customer reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down with no message or alarm. Also, it will not use a/c power although it is plugged into a good outlet. The rescue portion of the iabp was reseated into the cart with no improvement. The customer switched to another iabp to continue support. The cardiosave iabp in question was flagged for the facility biomed. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the serial number was not provided by the customer.

Event description:
The customer reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down with no message or alarm. Also, it will not use a/c power although it is plugged into a good outlet. The rescue portion of the iabp was reseated into the cart with no improvement. The customer switched to another iabp to continue support. The cardiosave iabp in question was flagged for the facility biomed. No patient harm or adverse event was reported.